Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "based on photographs and video it appears as if the implant was ruptured due to significant distortion and differences to other breast." This record relates to the left side. Device remains implanted.

Event description:
Additional information received stating rupture was confirmed to not have occurred.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b5, d6b, h6.

Event description:
Device has been explanted.